Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing on multiple occasions. The customer's blood glucose (bg) levels ranged from 475 mg/dl to greater than 600 mg/dl. The bg level was addressed with manual injections. Reportedly, the customer successfully primed the tube to remove all air bubbles, and was able to resume insulin therapy.